Event description:
Customer reported a low battery alert. She stated that she was unable to find a new battery but had reinserted the same battery and it then showed three bars of battery life. The battery did not last for more than one week. Customer did not receive a weak battery alert. Customer stated that the batteries had been previously used. Customer was advised to clean the battery cap and to insert a fresh battery that is not expired. The blood glucose reading was 116 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.